Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was showing an extremely high blood pressure reading for one of their neonate (nicu) patients. They also reported that when they test the nibp on a simulator, the blood pressure range appears accurate. No patient harm was reported. Investigation summary: the customer indicated that the only change they made was moving some of their bsm-(B)(4) units. They also indicated that the bsms were set to nicu with nicu settings selected. On a follow-up with the customer, they indicated that the issue had been resolved and the nibp readings were stable, but no details on how the issue was resolved were provided. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are incorrect nibp settings, an incorrect cuff used, and improper placement of the cuff. If the device is set for adult and an adult pressure cuff is used, inaccurate nicu readings may result.

Event description:
The customer reported that their bedside monitor (bsm) is showing an extremely high blood pressure reading for one of their nicu patients.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) is showing an extremely high blood pressure reading for one of their nicu patients. The customer also reported that when they test the nibp on a simulator, the blood pressure range appears accurate. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their bedside monitor (bsm) is showing an extremely high blood pressure reading for one of their nicu patients.